Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ clinical impact of proximal fixation augmentation using the najuta thoracic fenestrated stent graft during endovascular treatment for distal aortic arch aneurysm¿ fukushima s, ohki t, tachihara h, shukuzawa k, ohmori m, ozawa h, shirouzu m, nakagawa h, yamada y, kasa k  j vasc surg. 2024 oct;80(4):949-956. Doi: 10.1016/j.jvs.2024.04.074 a.2 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding  ¿clinical impact of proximal fixation augmentation using the najuta thoracic fenestrated stent graft during endovascular treatment for distal aortic arch aneurysm¿  the time frame of this study was over a seven year period. Valiant and non mdt stent grafts were implanted in zone 2 tevar procedures on unknown dates. This group (standard) were compared to a group of patients (augmented) group who were implanted with custom made non mdt in zone 0 tevar procedures.  Among the patient population the following malfunctions occurred: ia endoleak , migration  patient mortality was reported but there is no causal link that a valiant stent graft caused or contributed to any deaths.  No further information was provided pertaining to medtronic products.